Event description:
Complaint alleged that during biomedical department's routine testing and preventative maintenance of the device, the device was put into service mode and attempted to test the ppm rate. While turning the ppm dial to achieve a pace rate of 60, 80, 100, and 120 the rate count would not rise in linear increments, but would decrease then rise, then decrease, as displayed on the device screen ("the numbers jump around.") The complainant indicated that there was no pt involvement in the reported failure.